Event description:
The customer tested her blood glucose and received a reading of 184 mg/dl using one of her breeze meters. She retested using her other breeze meter and received a reading of 46 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.